Event description:
While the device was being evaluated by physio-control, it was observed that the device would power itself on after the device was powered off, which could result in premature depletion of the battery.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device would power off and back on when the shock button was pressed. The cause of the reported failure was determined to be a failure of the membrane switch on the lens assembly. The customer was provided with a replacement device.